Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user's spouse did not remove air from the cartridge prior to filling it with insulin. The user stated that this caused air bubbles to be visible throughout the tubing. The user can not remember their blood glucose (bg) level; however, stated that the bg level was impacted. The bg level was addressed with a manual injection. The user loaded a new cartridge successfully following the correct load procedure.